Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the impactor broke while impacting glenoid. No adverse event has been reported as a result of the malfunction.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the plastic tip of the impactor has fractured. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device location unknown

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this medwatch should be not reportable. The complaint event was initially reported under the wrong MFR number. The event will be reported under the correct MFR number: (B)(4).

Event description:
Upon reassessment of the reported event, it was determined that this medwatch should be not reportable. The complaint event was initially reported under the wrong MFR number. The event will be reported under the correct MFR number: (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.